Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that two of the aspartate aminotransferase activated (asta) reagents with the lot# 46059hw00 has incorrect top labeling with the short-name alta instead of asta. There was no impact or patient management reported.